Event description:
The patient reported an infection and went to the emergency room. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, using incorrect tools, not prescribing antibiotics pre-operatively, and the patient not attending their post-op visit have been ruled out as potential causes. Additionally, the implant procedure was performed per the IFU. However, the patient was in the swimming pool. The physician suspects that the wound had not healed completely and that germs had entered it, which contributed to the infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to patient non-compliance as the patient went swimming too soon post-op (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.